Manufacturer narrative:
Weight-race: unk. Date of event: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.00/2.5/094 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021 as a replacement lens. This did not resolve refractive surprise and is under further observation. Lens remains implanted.